Event description:
It was reported that this atrial lead was an attempted implant due to high thresholds and out of range pacing impedance measurements greater than 3000 ohms. A replacement lead was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.